Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a broken, itchy, and red skin irritation under the ucor ams patch. There was no alleged device malfunction contributing to the irritation. The patient followed up with the physician's office regarding the skin irritation and was advised to return the equipment. Outcome of the skin irritation is unknown.